Manufacturer narrative:
Retainer ring = clear . Customer returned pump for an alleged moisture exposure to the pump found on the event date (B)(6) 2021. Pump received with moisture damage and blank display. Unable to perform the displacement test, sleep current test, active current test and self test due to blank display. Unable to upload/download due to blank display. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1 / pcba 2 / force sensor / motor / harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection corroded battery tube and cracked battery tube threads. Confirmed moisture damage at the pcba 1 / pcba 2 / harness assembly. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the sea water entered in battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.